Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose (bg) level 67 mg/dl; however, the customer's impacted bg level was not related to the pump or supplies. The customer stated that her body takes "some time to process carbs" and reported that she just had a meal prior to the call. The customer consumed orange juice to stabilize impacted bg level and declined assistance. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the wake button issue has been verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.